Event description:
A user facility reported to olympus during preparation for use, the unit could not be turned on as the power switch was getting stuck on the visera elite xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the evaluation has not begun yet. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned where the power switch issue was confirmed. Additionally, a worn out socket slider switch caused intermittent use of high intensity mode, olympus lamp life meter is reading over 500+ hours, lamp life expired, the lens base was cracked, and there were heavy scratches on the bottom chassis a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the power switch was the old version manufactured before the design change. The amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. Olympus will continue to monitor the field performance of this device.